Event description:
Pump was returned to animas. Evaluation revealed a dislodged component in the force sensor circuit. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During the load step, the pump failed to detect the cartridge and emitted a "no cartridge detected" warning. Evaluation revealed a dislodged component in the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4).